Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to an urgent care for low blood glucose (bg) levels. Patient¿s blood glucose reached 55 mg/dl while wearing the pod for longer than 48 hours on the infusion site (abdomen). Patient ate large amounts of sugar, patient removed the pod the next day and bg levels exceeded 250 mg/dl, the next day a new pod was applied. Basal rate has been lowered two times over the a three day period from .60 down .30 units per hour. Health care provider told the patient the I/c ratio and correction factor need to be changed. Patient has two new perscriptions; celexa taking for - 3 months and spironolactone taking for - 3 weeks. Patient also tried to treat the low bg levels with glucose, gels, grape juice and (B)(6). Patient took a urine sample and they scheduled a a1c test. Patient discarded the pod so device is not available for return.